Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviation from the technical specifications that could be related to the clinical complaint. The lead turned out to be in conformance with specifications and without defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead dislodged later on the implant day. A reposition was attempted but not successful. The lead was exchanged.